Event description:
It was reported that the surgical nurse found that the coating of nitinol guidewire was fell off upon opening of the package and the outer layer was aningeresting. As per the sample received notification on 08sep2022, it was found that an additional sample was received which was on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the surgical nurse found that the coating of nitinol guidewire was fell off upon opening of the package and the outer layer was aningeresting. As per the sample received notification on 08sep2022, it was found that an additional sample was received which was on the patient .

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. A photo sample was submitted, no defects noted. The guidewire was returned with the original packaging. An evaluation of the physical sample was completed. The guidewire tip was outside of the hooping with the jacketing and coating properly present without defects. The sample did not appear defective on the jacketing nor the guidewire itself. The device was used for treatment purposes. It is unknown if the device had met relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed, a label/packaging review is not required. Correction: g. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected